Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarm. Unable to verify excessive no delivery alarm due to motor error alarm. Device had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 444 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.